Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had low impedances on electrodes 1 and 2 with a short of 63ohms. It was also reported that the patient¿s therapy was not effective. The patient¿s healthcare provider (hcp) is replacing the patient¿s ins due to normal battery depletion. The hcp told the manufacturing representative that they do not have anything else planned if the ins is not the issue causing the shorts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer representative (rep) reported that the extensions were cleaned and connected to the new implantable neurostimulator (ins) but the shorts remained. A new ins was then implanted and the issue with the shorts resolved.